Manufacturer narrative:
The product has been investigated and the complaint was not confirmed. Missing segments were not observed and no issues were observed during testing.

Event description:
Customer reported, that her meter is missing segments and there are icons on the display of her freestyle flash blood glucose meter making it difficult to read results. Due to her inability to read the results, she reports an event of changing her insulin dosage and then experiencing hypoglycemic symptoms resulting in a seizure. She did not seek third party medical intervention after the event and reports self-treating by drinking "some juice". There was no report of death or permanent impairment in this case.